Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by ""needle had penetrated the package""? Did the needle stick out of the package causing a puncture / hole / tear in package and compromising integrity and sterility of the product in any way? Yes. Was the package opened to check the product? Unknown. Was the needle incorrectly assembled in package causing needle park issues? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was found that the needle had penetrated the package before opening the package. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.